Event description:
The gudie wire embolized into the pt as the catheter was being advanced over the guide wire. An x-ray showed the wire guide extending from the left femoral to the left subclavian. The wire was successfully removed using a snare. There were no pt complications. This event appears to be the result of improper user technique or procedural problems.